Manufacturer narrative:
Date sent to the FDA: 06/21/2021. Additional information: d9, h6. Additional h6 component code: g07002 ¿ reported condition not confirmed. A manufacturing record evaluation was performed for the finished device lot number qhmbsd / vcp311wc31, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that three unopened samples of product code vcp311h were received for evaluation. Upon visual inspection of the unopened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted report is not intended to deny that you experienced a problem with the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. (B)(4). Note: events reported in 2210968-2021-04980.

Event description:
It was reported that a patient underwent a thyroidectomy procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture broke. Changed another one to use, but the problem happened again. Another like device was used to complete the procedure. The actual sample can't be returned, but 3 packages of samples from same batch will be returned for analysis. No adverse patient consequences were reported. Additional information was requested.